Event description:
The user facility reported a 70-year-old male with history of heart failure was implanted with an impella 5.5 device for mechanical circulatory support. The nurse was performing a cassette change and received an alarm stating "automated impella controller (aic) will not detect the purge disc". The device (serial number (B)(6)) was swapped with another aic. Simultaneously, the patient had an axillary hematoma, at the site of the impella 5.5 pump delivery. Patient was complaining of tingling in their fingers resulting in a wash out of site. This MDR is being submitted for both the durable console ((B)(6)) and disposable impella pump ((B)(6)).

Manufacturer narrative:
Follow up with the field service representative has not been completed. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The failure mod will be monitored and trended.